Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-49229, 1627487-2020-49231. It was reported the patient underwent surgical intervention on (B)(6) 2020 to address an inoperable ipg issue. (Reference reg report: 3006705815-2020-30556) during the procedure, diagnostics showed high impedance on multiple contacts. In turn, the patient's leads and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.